Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an alert on the programmer showed the left ventricular (lv) threshold was increased and out of range. An x-ray examination indicated the lv lead was dislodged. The lead was capped and replaced with no adverse consequences to the patient.